Manufacturer narrative:
Customer cancelled service request when the operator opened the back panel and observed fluid leaking from a disconnected tube. Customer reconnected the tube and mentioned that the lh750 was running with no issues. Issue was resolved through troubleshooting by customer. (B)(4). Issue was resolved by customer.

Event description:
Customer called on (B)(6) 2011 reporting of clear fluid leak from the left front of the diluter of the lh750 during startup. Customer also noted getting peltier temp and heater errors during the incident. No injury was reported and no one was exposed to the leak. Patient sample results were not affected by the leak. Customer cancelled service request when the operator opened the back panel and observed fluid leaking from a disconnected tube. Customer could not identify the specific tube but stated that it was associated with the peltier module. Customer reconnected the tube and mentioned that the lh750 was running with no issues.